Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. Lot history review (lhr) of asbys0079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the needle leaked when primed. The product was not used on a patient.